Event description:
The patient called animas on (B)(6) alleging that the ok button does not spring back when pressed. The keypad was not peeling. She said the ok button was activating desired pump functions at the time but fears that it may stop at some point. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has been returned to animas. Evaluation is not yet complete. When evaluation is complete results will be provided in a supplemental report. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the ok and up arrow keypad buttons are intermittently responsive. There was evidence of keypad contamination found under all key contacts. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.